Event description:
The stent was deployed over the guidewire. The tip of the guidewire was trapped under the stent into the vessel wall. The tip is approximately 2 mm in size. The tip broke off and remained in the patient. According to the staff this should not pose any future threat to the patient.